Event description:
The customer reported that an advia 2120 with dual aspirate instrument barcode reader misread a barcode. Barcode 08213061300 was read as 08213060300. There were no reports of adverse health consequences or known patient intervention due to the misread barcode.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc) regarding this event. The tsc evaluated the data and determined that the cause of the misread barcode symbology was user error. The tsc determined that the customer was using codabar symbology, that is not recommended by siemens as per the barcode selection in the operator's guide. The instrument is performing within specifications. Further evaluation of the device is not required.

Manufacturer narrative:
The initial MDR 2432235-2013-00453 was filed on september 21, 2013. Supplemental MDR 2432235-2013-00453_s1 was filed on october 22, 2013. Correction: (B)(4). Supplemental MDR 2432235-2013-00453_s1 corresponds to the initial MDR 1226181-2013-00453, not MDR 2432235-2013-00453.

Manufacturer narrative:
The initial MDR 1226181-2013-00453 was filed on october 21, 2013. Additional information (09/27/2013): the number for the urgent medical device correction and urgent field safety notice "dimension vista 500/dimension vista 1500 user defined method flex assignment" is 13-77.